Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the balloon, damage to the guiding catheter, or procedural technique. To ensure the reported issue is not related to a manufacturing process, the profile dimensions on all products are confirmed by visual and dimensional checks on the manufacturing line. The case details described the kissing balloon technique was used for this procedure. The clearance between the catheter and the guiding catheter becomes reduced when the kissing balloon technique is used. It is likely the guiding catheter size may have not been adequate to perform this technique, which may have contributed to the reported difficulties. Additionally, as the clearance was reduced during advancement of the rx voyager, it is possible that the voyager catheter interacted with the other catheter resulting in the catheters becoming entangled and ultimately separating the shaft. Without the product to examine, a conclusive cause for the reported difficulties could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that during the procedure in the left anterior descending artery, a kissing balloon technique was performed. The voyager dilatation catheter was the second device introduced into the anatomy. During advancement of the voyager in the 6 fr non-abbott guide catheter, resistance was met and the device could not exit the guide catheter. The entire device was removed from the guide catheter and the mid-proximal segment of the catheter separated in two pieces outside of the anatomy. A non-abbott device was used successfully to complete dilatation. There was no significant clinical delay in the procedure and no adverse patient effect. Though request, no additional information was provided.